Event description:
It was reported that a patient underwent a breast reconstruction surgery on (B)(6) 2011 and suture was used. From the day of surgery, the patient experienced redness and irritation with a burning sensation. The patient went to her primary care physician who did blood work and it indicated an allergic reaction, but did not specify to what. Four weeks later, the patient was placed on prednisone and medrol dose pack. The patient is doing much better.

Manufacturer narrative:
(B)(4). Additional information: it was reported that the patient spoke to her physician and the suture used on the patient was not an ethicon suture. Therefore, this event is not an ethicon product complaint.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4) no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.